Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Internal insulation abrasion was noted at 7.4 cm to 8.6 cm, 9.4 cm to 10.2 cm, and 13.4 cm to 13.6 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.